Manufacturer narrative:
Covidien reference: (B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that, during patient use, the graphic user interface was inoperable. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the event. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.